Event description:
Customer reported that the insulin pump got stuck during the rewind process. Customer reported that this issue occurred two months prior to the call. Most recent blood glucose level was 115 mg/dl at the time of the call. Customer declined troubleshooting. Blood glucose level was not provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).